Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pace impedance measurements of ~2000 ohms. Shortly after implant, all measurements involving ring 4 were greater than 3000 ohms. Technical services discussed the potential causes. Attempts to obtain additional information were made; none was received. The products remain in service. There were no adverse patient effects.